Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 44 mg/dl and 59 mg/dl at the time of incident and the current blood glucose level was 176 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. Customer stated that the insulin was dripping from end of set before connecting at their site. Customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. Customer reports programming was accurate. Customer states they were not worn during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.